Event description:
The atomization device is designed to be luer-locked to a syringe to allow for administration of topical local anesthetic. It was unrecognized that the syringe became disconnected from the attached catheter. The syringe was removed but the catheter portion was not. The device was not inspected upon removal. The patient was then intubated with an endotracheal tube. We are not sure if there was any defect in this case, but we are providing an anecdotal account. When the device was retrieved at a later time in the day, at another facility, it was not retained for inspection.